Event description:
White blood cell increased [white blood cell count increased]. C-reactive protein increased [c-reactive protein increased]. Creatine phosphokinase increased [blood creatine phosphokinase increased]. General malaise [malaise]. Pyrexia [pyrexia]. Joint fluid retention [joint effusion]. Case description: a spontaneous report was received on (B)(6)-2011 from a (B)(6) male patient (also the reporting hcp) with a history of gonarthrosis of the knee, initials (B)(6), who experienced joint fluid retention, pyrexia, general malaise, increase in white blood cells, c-reactive protein, and creatine phosphokinase after starting synvisc. On (B)(6)-2011, the reporting physician who is also the patient reported the following: he received the first and third injections of synvisc on (B)(6)-2011. He did not specify the date of the second injection and the location of the synvisc injections. On (B)(6)-2011, the patient developed joint fluid retention. On (B)(6)-2011, he developed pyrexia, general malaise, increase in white blood cells, c-reactive protein, and creatine phosphokinase. On (B)(6)-2011, he was hospitalized and underwent an arthroscopic synovectomy on (B)(6)-2011. On (B)(6)-2011, he recovered from all the events except joint fluid retention. On (B)(6)-2011, he was discharged from the hospital. On (B)(6)-2011, he resumed his duties as a physician. In the opinion of this physician, the events of joint fluid retention, pyrexia, general malaise, increase in white blood cells and c-reactive protein are "probably" related to the use of synvisc and not due to infection. He stated that the causality of increase in creatine phosphokinase was "unknown". As of (B)(6)-2011, the event of "joint fluid retention" had alleviated. No action has been taken in regards to synvisc. On (B)(6)-2011, additional information was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.